Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On (B)(6)2017, the voluntary recall was initiated. Manufacturing review: a lot history review was conducted and it was determined that a device history record (DHR) review was not required. Investigation summary: the sample was not returned for evaluation. The investigation is inconclusive for the reported failure to obtain samples. The root cause could not be determined based upon available information. It is unknown whether patient and/or procedural issues contributed to the reported event. Labeling review: the review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H11:section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly failed to obtain tissue samples. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Event description:
It was reported that during an ultrasound-guided breast biopsy, in normal tissue, the device allegedly failed to obtain tissue samples. It was further reported that the procedure was completed with another device and no coaxial was used. There was no reported patient injury.

Manufacturer narrative:
A lot history review was conducted and it was determined that a device history record (DHR) review was not required. One maxcore biopsy needle was returned for evaluation. The top slide self-activated during the drop test. An x-ray of the device showed that the cannula tangs were not fully engaging with the device housing when the top slide was in the primed position. Upon disassembly, it was noted that the left bumper was overlapped by the spring and the right bumper was bent by the spring. Based on the finding that the top slide self-activated, the investigation is confirmed for self-activation. The investigation is inconclusive for the reported failure to obtain samples as functional testing could not be completed due to the identified self-activation. The identified bumper issues likely contributed to the incomplete cannula tang engagement as well as the reported and identified issues. However, the definitive root cause could not be determined based upon available information. The review of the IFU (instructions for use), indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. (B)(4).

Manufacturer narrative:
The manufacturer issued a recall notification to the identified customers who received the affected products. Additionally, the manufacturer notified the FDA of the voluntary recall and gained concurrence of the customer letter prior to its distribution. On 09/25/2017, the voluntary recall was initiated. No medical records or no medical images have been made available to the manufacturer. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a breast biopsy, the device allegedly failed to obtain tissue samples. It was further reported that the procedure was completed with another device. There was no reported patient injury.